Event description:
A report was received of multiple total knee arthroplasty revisions for patella issues and tibial loosening. Specific incident details and device information was not provided to manufacturer. These events occurred outside of the us in (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported in association with (B)(4)cannot be determined because on the devices not returning.